Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and the infusion set of the insulin pump had air bubbles. The customer's blood glucose was unknown at the time of incident. The size of the air bubble was 0.5 to 1 cm. The air bubbles were noticed during therapy. The customer was advised to remain disconnected at the quick release. Troubleshooting was performed and the device will not return for analysis.